Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after being implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16733435.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming optimizations. All device components were explanted and were not returned.